Event description:
It was reported the patient had a shocking or jolting sensation. The reporter stated they had been going to the bathroom and had problems with a disc in their back. It was noted the patient was given a transcutaneous electrical nerve stimulator (tens) unit by their healthcare professional. It was noted the patient used the tens once a day between (B)(6) 2013. The reporter stated that when she used the tens she felt an electrical shock on her lip, finger, right and left hand, and sometimes the leg. It was noted the patient used the tens on their shoulders and not on their spine because ¿if felt weird.¿ the reporter stated ¿she still feels like that but not as strong.¿ it was noted the patient felt the electrical shock the second time she used the tens unit. Additional information received reported the cause of the event was the use of tens. It was noted the patient was reprogrammed on (B)(6) 2013 to change the lead and reprogram the voltage. The reporter stated that once the patient stopped using tens, the ins was reprogrammed and was working well. It was reported that the patient had not reported any more shocking or jolting sensations. It was noted the patient was not hospitalized and recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v888674, implanted: (B)(6) 2012, product type: lead. (B)(4).